Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the patient underwent a patella revision due to breakage of the pegs after an unknown length of time in-vivo. Reportedly, all broken parts were retrieved. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, definitive contributing clinical factors to the reported event cannot not be concluded and a component malperformance cannot be confirmed. Patient impact beyond the reported peg breakage and revision cannot be determined, although a transient post-surgical recovery phase would be anticipated. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11- corrected data, b2- outcomes attributed to adverse event, d8 - device available for evaluation.

Event description:
It was reported that, after a tka surgery, the patient underwent a revision surgery on (B)(6) 2024 due to the breakage of the pegs of the gii/legion resurf pat w/jrny peg 38mm. The patella was revised and all broken parts were retrieved. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).